Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump with the information provided by technical support and was advised to continue using the pump, with instructions to call back if the malfunction code recurred.